Event description:
As reported from an edwards lifesciences field clinical specialist, regarding a pulmonary patient who had a 21mm magna surgical valve placed in 2011, a 23mm sapien 3 valve as valve in valve in 2018, and 23mm sapien 3 ultra resilia placed as a valve in valve in valve in 2024. Approximately, 5 months post valve in valve in valve, patient presented with a gradient >50mmhg. The patient is not symptomatic. Medical records confirmed that patients elevated gradients are from halt and ham found by CT. Medication was prescribed and the patient endorses no negative cardiac signs or symptoms. Serial dilations of the 23mm sapien 3 ultra resilia were performed with a 22mm non-edwards balloon. The valve appeared to expand and foreshorten slightly. Peak gradient on echo went from ~35 to 25mmhg. Then the valve was dilated with a 24mm non-edwards balloon and the peak gradient further decreased to 20mmhg. No new valve was implanted. The team elected to discharge this patient and continue following with echo surveillance.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following observations were noted: the valve appeared under expanded with smaller diameter at inflow and mid of valve, and the biggest diameter at outflow. The reported events were confirmed based on the provided medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, patient was prescribed new anticoagulant medication (coumadin), which indicated that the patient potentially had thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening. As such, available information suggests patient factors (thrombosis) may have contributed to the complaint event. Since the leaflet was thickened, it could affect the function/ suboptimal coaptation of leaflets resulting in leaflet motion restriction. Additionally, implanted valve was under expanded per imagery review. An under expanded thv can prevent proper leaflet coaptation due to reduced area, resulting in restricted leaflet motion. As such, available information suggests that patient factors (leaflets thickened) and/or procedural factors (under expanded thv) may have contributed to the complaint event. Elevated gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, an increased gradient could be potentially contributed by sub-optimal function of leaflets due to leaflets thickening as reported. Additionally, immobile leaflets or restricted leaflet motion of the thv were reported, which can obstruct the blood flow across the valve, resulting in increased gradients. As such, available information suggests that patient factors (thickened leaflets, restricted leaflet motion) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.